Manufacturer narrative:
No conclusion code available. The unit was plugged into a working ac electrical wall outlet and did not power on. The visual inspection revealed no damage to the outer plastic housing of the transmitter as well as the ac adapter. After opening the ac power adapter, burnt components were observed on the main circuit board, which could be damaged due to the high current flow through the ac wall power outlet. After opening the transmitter, no damages were observed on the main pcb. The cause for the merlin at home not to power on was due to the burnt components.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During a remote follow-up, the patient smelt the transmitter burning. There were no adverse consequences to the patient.